Manufacturer narrative:
The serial number for the other cobas c 303 analyzer is 7321-08. Analyzer with serial number (B)(6): the qc was acceptable. The field service representative found the sample probe was clogged and there were microbubbles in the sample syringe. He replaced and aligned the sample probe, cleaned the sample syringe, performed air purges, performed system primes, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue. Analyzer with serial number (B)(6): the qc was acceptable. The alarm trace showed "noise" and "abnormal aspiration (reagent pipettor)" alarms. The field service representative adjusted the gear pump pressure, performed an air purge, and performed a system prime. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative adjusted the gear pump pressure. He performed air purges and primed the system. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 2 patient samples on a cobas c 303 analytical unit. Patient 1: the initial result was approximately 18%, and the repeated result was 5%. Patient 2: the initial result was approximately 14%, and the repeated result was 5.6%. It was unknown which of the 2 cobas c 303 analytical units the results were obtained on. The serial number for the other cobas c 303 analytical unit was not provided.